Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600i chemistry analyzer and identified the probable cause as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case- (B)(4).

Event description:
The customer reported the generation of false ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), with negative anion gap on five (5) patient samples from their dxc 600i clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one patient.